Event description:
It was reported that an lead safety switch alert was triggered for out of range pacing impedance from a competitor right atrial (ra) lead. Boston scientific technical services were contacted and recommended in-clinic testing to exclude lead impairment. It was indicated that the patient is continuing with normal follow ups. At this time, the system remains implanted with no adverse patient consequences reported.